Manufacturer narrative:
Data comparison analysis was not performed because customer utilized venous blood sample on the inratio meter. This may have caused unexpected or inaccurate inr results, as indicated on technical bulletin (B)(4). It is necessary to utilize finger stick method when applying sample onto the unit. As of 05/26/2010, three discrepant result complaints were reported for lot #233029 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 1.6, lab: 2.1.